Event description:
A call placed to technical services on (B)(6)2016 reported that this ra lead was implanted on (B)(6)2015. It was reported that mv signal was being oversensed and on (B)(6), got an alert for out of range race impedance and lead safety switch on the ra lead. The physician was dr.(B)(6) at (B)(6)health system . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).